Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified de novo mid-left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a 2.0x12mm unspecified balloon. During advancement of the 2.75x23mm xience v stent delivery system, resistance was met with the anatomy. The shaft separated while attempting to deploy the stent. The separated device was removed with the whole assembly as a single unit. A new non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the mildly calcified and 90% stenosed anatomy resulting in the reported difficult to advance. Manipulation of the device resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: changed from returning to not returning.